Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis of the lead indicated the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the impedance was high for both the high voltage and superior vena cava (svc) coils of the right ventricular (rv) lead. A sudden jump up in impedance was noted with an alert. Additional information disclosed that noise was able to be seen on the tip-can signal and there was a suspected rv coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.